Manufacturer narrative:
Concomitant product: ddmb1d4 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the device alarmed due to low lead impedance on the right ventricular (rv) lead. The rv lead was found to have high thresholds and low lead impedance. The lead was attempted to be repositioned but the screw mechanism was not working. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted, "the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin)."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.